Event description:
According to the reporter: occurred during a laparoscopic colon resectioning. The surgeon pressed the green button to fire the device, but the device did not fire. The jaws were opened and closed, the button was pressed and the device did fire. No patient injury or extension in surgical time. Patient status is no problem.